Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that a metal at the fenestrated bipolar forceps instrument's tip popped out. No further information was provided.